Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within ranges. The alarm trace analysis did not provide a hint of the root cause. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The calibration was last performed on 14-sep-2024 and it was acceptable. Qc was within range prior to the sample measurement. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient serum/plasma sample not correlating with the patient's clinical picture when tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit. Initial result: 0.0170 ng/ml. The physician questioned the initial result as it did not correlate with the patient's clinical picture and requested that the sample be repeated. The repeat results were 0.0113 ng/ml, 0.0106 ng/ml, and 0.0107 ng/ml.